Event description:
A (B)(4) hemodialysis facility reported that a pt was on dialysis for 1 hour when she developed abdomen pain, hypertension, and bloody urine. The arterial tubing was kinked between blood pump and dialyzer and was unable to be straightened due to tubing length and height of the holder for the dialyzer. The pt's treatment was stopped and the pt was observed in the hospital for 3 days. It was reported that the pt has recovered. The sample is available. Of note: additional info has been requested, however no further info has been received.

Manufacturer narrative:
(B)(6).